Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that while using the clip appliers for the ligation of the cystic duct and artery, the surgeon noted the appliers were scissoring, not coming together evenly. There was no consequence to the pt.